Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's light switched to the emergency light 30 minutes after normal lamp was lit. The event occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cooling fan, faulty high intensity detection part of the output connector (light guide connection part), brightness adjustment unit does not go down by its own weight. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cooling fan. Regarding the newly identified malfunctions, it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.